Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the intended use section of the mitraclip system xtr/ntr instructions for use (IFU) states: do not use device if damage is detected. Use of damaged product may result in air embolism, device or device component embolization, vascular and/or cardiac injury. The user error did not likely contribute to the reported gripper actuation issue. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for the gripper actuation issue. It was reported that during device preparation of the second clip delivery system, it was noted that one of the grippers was slower than the other. The mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation (mr). The first clip was implanted without issue. During implantation of the second clip, the one gripper continued to move slower. Troubleshooting was performed and the steerable guide catheter (sgc) was straightened; however, the gripper was still slower. The clip was able to grasp both leaflets and was successfully implanted, reducing mr to grade 1-2. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.